Manufacturer narrative:
Correction information b4: date of this report g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result d9:device available for evaluation? Additional information d4:unique identifier (UDI) h4:device manufacture date evaluation summary the customer has complained about the image issue and upon distoributor inspection it is noted that the image is coming on and off intermittently while doing angulation. Based on the content of investigated data, it could be determined that the potential cause/root cause of failure was that the signal cable, which occurred in a specific state (curving operation, bending of the ift, etc.), resulting in an image defect. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical penang on 30-nov-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 01-dec-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
This device is not distributed in us so that 510k is blank. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Image disturbance during angulation. This event occurred at the time of during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.